Event description:
It was reported that the patient's left ventricular lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.